Manufacturer narrative:
The affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The reported feedback suggests that there was a leakage of blood at the engagement of the needless connector and the non-bd peripheral IV. There was no patient harm or medical intervention. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Event description:
The reported feedback suggests that there was a leakage.

Manufacturer narrative:
The customer provided a video of the affected sample; analysis of the video confirmed the customer's experience with leakage observed from the smartsite piston. No obvious defects were observed to the smartsite which may have contributed to the customer's experience. The root cause of the customer¿s experience could not be determined.